Event description:
There was no allegation of malfunction of the ventilator. A user error may have contributed to this event. The customer reported that the pt ventilator circuit became disconnected and the ventilator alarmed as designed. The caregiver did not respond to the alarm in a timely manner. The pt received ambu bag ventilation, however, it was reported that the pt became unconscious and condition worsened. The pt has also (amyotrophic lateral sclerosis, also known as lou gehrig's disease).